Event description:
The lead was returned to the manufacturer for disposal only. No pt identifiers or device troubleshooting was provided.

Manufacturer narrative:
The lead was returned to the manufacturer in two pieces on 04/26/2008. Final device analysis revealed that all the conductors were broken at the location of a kink.